Event description:
Rn notified by alarm on central IV tubing with an air warning. Central line was filled with air. IV burette set noted to be completely empty with blue diaphragm flat on bottom. Air completely filled the tubing up to horizon pump insert. Burette and tubing replaced - no harm to baby.